Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.. The customer reported problem 'unit failed volume test. Unit was tested twice on separate sets (14.58ml & 15.65ml)' could not be confirmed through the event history log. The device was found out of specification in relation to the customer reported unit failed volume test which was reproduced. The reported condition was verified. The cause was determined to be an out of adjustment pressure plate travel. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed volume test. The event happened in biomed service department during testing. There was no patient involvement. No additional information is available.